Event description:
The patient states that he hears and feels like his implants are rattling around in his knee and feels pain.

Manufacturer narrative:
An event regarding "pain and noise " involving a scorpio insert component was reported. The event was not confirmed. Method & results: device evaluation: could not be performed as the subject device was not returned. Medical records received and evaluation: not performed as medical records were not received. Device history review: DHR review was satisfactory. Complaint history review: chr indicates that there were no other similar reported events for the lot. Conclusions: the event could not be confirmed nor the root cause of the reported event determined due to the minimal information received. A CAPA trend analysis was conducted for the reported failure mode and concluded pain may result from other factors not necessarily related to the device. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
The patient states that he hears and feels like his implants are rattling around in his knee and feels pain.

Manufacturer narrative:
The following other devices were also listed in this report: scorpio ts mod. Tib. Tray; cat# 77-4009; lot# w4kmle. Scorpio ts fem. W/lfit; cat# 76-4111l; lot# 9hemna. Scorpio ts tib insert; cat# 72-4-1910; lot# 37876901. Ti dur reg fluted stem 12x80mm; cat# 6478-6-610; lot# trn091g1. Ti dur reg fluted stem 19x80mm; cat# 6478-6-645; lot# trn146b4. Simplex p with tobramycin 1 pack; cat# 6197-9-001; lot# mgp040 it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Further information will not be made available. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.